Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument broke and a component disengaged into the pt's cavity. The surgeon was able to retrieve the component with no pt injury.